Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking, 0.20 inches from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed. It could not be determined if the internal leak contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports receiving a pod hazard alarm during operation.